Manufacturer narrative:
The ge service rep conducted an onsite investigation. The service rep deleted the pt, header, and shot logs data files. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a general disk error message. No pt injury was reported.